Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 09, 2022.

Manufacturer narrative:
It was reported that the patient developed an infection (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics for four days (specific date not reported) however, the symptoms did not resolve. Following that, the patient was hospitalized and was treated with IV antibiotics for a duration of one week (specific date not reported). This report is submitted on march 23, 2023.